Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011(type I bone). Primary stability was achieved and osseointegration was not achieved. Overheating of bone was involved in the event. The clinician reports that the implant spontaneously extruded after 8 weeks with no pain. The implant was removed on (B)(6) 2011. Pt was asymptomatic. The pt's medical history reveals no significant findings.